Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that when the trail started 'it stopped the wetting' and it was a relief. Patient stated since making the adjustments, she has been going to the bathroom a lot. However, patient mentioned that their overall symptoms have been reduced by at least 50%. Patient further stated that they went to see their health care professional on (B)(6) 2019 and a urine sample was taken and at some point it was determined that there was blood in the urine and the patient would start on antibiotics. No further complications were noted or anticipated